Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ICU for an unrelated reason. Upon interrogation of the device, backup vvi mode was observed with no defibrillation therapy. The physician elected not to make any programming changes. No further information is available.